Event description:
This is an olympus loaner asset that was sent out to the customer for use. As reported for this event by the customer, upon inspection of the received device it was observed that there was generation of noise with no recognizable image. There is no patient involvement. The device was intended to be used in a diagnostic bronchoscopy. A replacement device was sent out to the customer to replace the failed device. There was no adverse impact to any patient. The doctor was happy with the replacement device and the procedure successfully performed.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image only noise. This is attributed to failure of the connector plug unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty connector plug unit could not be identified. The event can be detected/prevented by following the instructions for use which state: -operation manual: important information ¿ please read before use: warnings and cautions -operation manual: important information ¿ please read before use: precautions for disappeared or frozen endoscopic image. Olympus will continue to monitor field performance for this device.